Event description:
It was reported that the right ventricular lead exhibited noise and caused inappropriate shock. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.